Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure the right atrial (ra) lead was unable to pace or sense. Troubleshooting was done with a new programmer, multiple sets of cables were attempted, and the lead was moved in atrium numerous times. Eventually a new lead was utilized without incident. No patient complications have been reported as a result of this event.